Event description:
It was reported to medtronic minimed that the customer experienced a crack on the back of the pump. The customer reported no adverse event. The event involved product(s) pump mmt-1712kl. Troubleshooting was performed and the customer was advised that the pump would be replaced. No harm requiring medical intervention was reported. The customer was advised to discontinue the use of the pump and revert to the backup plan per health care professional instructions. A product return was requested for mmt-1712kl and the customer response was the pump. Mmt-1712kl was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was successfully downloaded using thus software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review, pump error 35 alarm confirmed in (adapt) and history download on 10/26/2022 at 12:03:00.000 and at 12:13:00.000. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces had led to corrosion. Unit also received with cracked belt clip rails. In conclusion, the unit came in with a critical pump error alarm triggered by pump error 35. Pump error 35 was due to moisture damage on electronic assemblies. Customer allegations for cosmetic damages were confirmed when cracked belt clip rails was noted during visual inspection. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.